Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including several hours of stress testing with multiple power up cycles using test ac and battery, multiple defib cycles, and bench handling without duplicating the report. The device was recertified and returned to the customer. No accessories used at the time of the report were returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.